Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, the customer delivered a bolus for food consumed, however, the customer did not finish eating the total amount of food bolused for. Customer consumed carbohydrates to address bg level.